Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient was just at home when he experience vomiting, dry heaves and nausea. He reported that he did not get any cgm reading on his receiver, only ¿replace sensor now¿ message. He called 911 and they took a bg reading which was 1000 mg/dl. They treated the patient with IV medication and took him to the emergency room. They took another bg reading which was 1300 mg/dl and he was treated again with IV medication. The patient was transferred to the ICU, treated with IV insulin and discharged after 3 days to a regular room. The patient was hospitalized for 6 days. At the time of the report the patient was ok. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.